Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a guidewire punctured the echelon catheter in the distal section. The patient was undergoing surgery for treatment of an intracranial aneurysm. It was noted the patient's vessel tortuosity was normal. The access vessel was the right femoral artery with a diameter of 7.5mm. It was reported that during the delivery of the guidewire within the catheter, the guidewire perforated the microcatheter to the outside of catheter. It was noted the catheter was ruptured (intact) in the distal section. It was understood that the guidewire was a microvention traxcess 14. There was no friction or difficulty during insertion of the guidewire or delivery. There was no kink or damage on the guidewire. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): an echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed biohazard pouch and within an opened echelon-10 micro catheter inner pouch. The traxcess guidewire used during the event was also returned. Visual inspection/damage location details: upon visual examination, no issues were found with the echelon-10 hub or catheter body. The distal tip appeared to be shaped. The distal tip was found to be damaged. Upon further inspection there appeared to be a puncture at proximal end of distal marker band. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 total length was measured to be ~155.6cm. The echelon-10 useable length was measured to be ~147.6cm which is within specification. The echelon-10 micro catheter was flushed, water exited from puncture and distal tip. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter puncture¿ was confirmed. It is likely the shaping of the echelon-10 distal tip or the guidewire distal tip shaping contributed to the event; however, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.